Event description:
Info received indicates when the brake is activated, the head end of the bed will ratchet if the bed is pushed.

Manufacturer narrative:
The technician replaced the worn left head brake caster to repair the bed.